Manufacturer narrative:
The test strips were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results for one patient tested on two accu-chek inform ii meters. Prior to patient testing, the customer confirmed qc was acceptable. All of the patient's samples for meter testing were collected by a capillary finger stick. The customer used the same lot of accu-chek inform ii strips for all testing, 479407. At 5:03 p.m., the patient's glucose result with accu-chek inform ii meter serial number (B)(4) was 43 mg/dl. At 5:05 p.m., the patient's glucose result with accu-chek inform ii meter serial number (B)(4) was 49 mg/dl. At 5:08 p.m., the patient's glucose result with accu-chek inform ii meter serial number (B)(4) was 44 mg/dl. At 5:20 p.m., the patient's glucose result with accu-chek inform ii meter serial number (B)(4) was 152 mg/dl. This glucose result was determined correct. The patient was not provided treatment based on the results from accu-chek inform ii meter serial number (B)(4).